Event description:
Reportedly, the instrument's jaws did not release from the tissue during utilization. Therefore, a new instrument was used to transect around the initial instrument to release it from the tissue. Pt status: no pt injury reported. Procedure: unk.